Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") in a 41-year-old female patient who had essure inserted. According to the reporter, the patient had no relevant medical history or concurrent conditions. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (bilateral salpingectomy via laparoscopy was performed.). Essure was removed on 6-sep-2017. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: concerning the symptoms attributable to essure, the patient felt good and relieved since the intervention. The defective sample was not kept by the department. Most recent follow-up information incorporated above includes: on (B)(6) 2019: device removal questionnaire received. Patient had no remarkable medical history. Lot number was unknown. Bilateral salpingectomy via laparoscopy was performed. Removal of essure was performed for medical reasons (main reason for removal was the event pelvic pain). Patient's symptoms were completely resolved after removal. No further information is expected. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") in a 41-year-old female patient who had essure inserted. According to the reporter, the patient had no relevant medical history or concurrent conditions. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (bilateral salpingectomy via laparoscopy was performed.). Essure was removed on(B)(6)2017. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: concerning the symptoms attributable to essure, the patient felt good and relieved since the intervention. The defective sample was not kept by the department. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain was resolving. The reporter considered pelvic pain to be related to essure. The reporter commented: concerning the symptoms attributable to essure, the patient felt good and relieved since the intervention. The defective sample was not kept by the department. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.